Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective indicator lamp. The investigation showed that the error was caused by a defective indicator lamp which shortened the 24 volts leading to shutdown of the unit. This type of error has no error accumulation and the spare parts consumption is far below threshold. The system affected has been fixed by the local service organization by exchanging the appropriate spare part. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the user reported that the system shut down on it's own. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.